Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced ail sensor with broken op1 for alarm - error codes / messages. Replaced damaged bezel.keypad recall completed. Replaced dim u4 on display board, pivot latch 8100, latch spring torsion 8100 a review of the device history record showed the device had a manufacture date of 03/13/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not> involved in a production failure which correlates to the customer reported issue. Also, there was a production failure q6 200261695 for physical damage which does not correlate to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the ail sensor assembly, there are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ail / ca-2014-0284, keypad / ca-2015-0209, dim u4 display segments / 1143616, motor stall / ca-2013-0509 the failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. Review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. Internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. Replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm> similar complaints with the same or related failure mode for this customer.

Event description:
Alarm - error codes / messages. No patient involvement.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Alarm - error codes / messages. No patient involvement.